Event description:
Product analysis (pa) for the returned portions of the lead was completed. The reported lead fracture was confirmed during analysis. Note that a large portion of the lead assembly was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. A lead break was found during visual analysis. Scanning electron microscopy (sem) was performed and identified the area as having extensive pitting, which prevented the identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on the findings in the pa lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the allegation of lead fracture. Note that since a large portion of the lead assembly was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported by a company representative who attended the patient's generator replacement surgery that the generator was completely depleted prior to surgery. Once replacing the depleted generator with a new generator, high impedance was observed. The lead pin was removed and re-inserted 2 more times; however, the high impedance continued. It was noted the surgeon was going to proceed with a lead revision. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Two generators and a lead were returned to the manufacturer for analysis. The m101 generator was explanted due to battery depletion and replaced with a m102r generator. However, once the m102r was attached to the existing lead, the high impedance was observed. The m102r is a dual pin generator; however, once high impedance was observed, the dual pin lead had to be replaced with a single pin lead and the m102r generator could no longer be used. No device issue was suspected with the m102r generator. Product analysis on the m102r generator confirmed the device performed according to functional specifications and there was no abnormal performance, or any other types of adverse conditions found with the generator. Product analysis was performed on the m101 generator, and the end of service condition was confirmed. The end of service was the result of normal, expected battery depletion. The failure to program was the result of the normal battery depletion. The device performed according to functional specifications. While analysis for the returned lead is expected, it has not been completed to date.